Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of the lead, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). There was inhibition of cardiac pacing due to lead noise. The physician explanted and replaced the ra lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in three pieces. Destructive analysis was performed and visual inspection found abrasion breaching the inner insulation at the distal region of the lead. The cause of the reported event was isolated to the inner insulation abrasion.